Event description:
Procedure: wedge resection. According to the reporter: the stapler was closed down on tissue. The cartridge was fired completely to the end and the black knob on the stapler retracted, but the knife blade would not return. The surgeon tried to return the knife blade mechanism by using a kelly clamp, but it would not retract. The device was resected with scissors. A new handle and reloads were opened up to continue on with the case.

Manufacturer narrative:
Initial report sent to FDA on 10/20/2009.